Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and it has been communicated via email that no relevant supporting clinical information will be provided, and there is no report of the patient's current condition. Therefore based on insufficient information, no further clinical assessment can be performed at this time. A review of complaint history on the listed parts revealed no prior complaints for the listed batches with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was performed that revision surgery was performed to fix femoral fracture caused by falling down. The surgeon does not blame the product because the patient has dementia.